Event description:
It was reported that the patients spinal cord stimulator (scs) system was causing discomfort. The patient underwent an explant procedure wherein all the devices were removed, and the patient was doing well post operatively. The explanted devices were disposed at the facility.

Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI; upn: m365sc2408740; model: sc-2408-74; serial: (B)(4); batch: 20323008/19561513. Product family: scs-lead fixation-MRI; upn: m365sc43190; model: sc-4319; batch: 20339957.